Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Customer¿s blood glucose was 37 mg/dl and patient's current blood glucose 162 mg/dl and treated with food. Customer was sweating, but didn¿t feel dizzy, she got up and went to the bathroom and noticed the pump was on the floor. Customer states she crawled to get some candy. Customer states when she went to sleep, the pump was laying in the bed next to her. Customer did some changes in insulin pump and then she didn¿t get low. The insulin pump will not be returned for analysis.